Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The door not fully latched messages were reproduced. The messages were found to be caused by loose link screws. The screws were replaced.

Event description:
It was reported that a spectrum pump's door would not close correctly. During baxter's eval it was discovered that the device was alarming door not fully latched. There was no pt involvement.